Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at 18 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.